Event description:
During the procedure the enterprise stent was pre-deployed in the microcatheter`s hub. During insertion, the touhy or y connector was closed to secure the enterprise introducer and prevent movement, and the enterprise introducer was completely seated in the microcatheter hub. A constant flush was maintained at all times through all the systems. After the event a new prowler select plus was used, but prior to inserting the new prowler, a guidewire was not inserted through the first prowler in order to maintained target site. Instead, the microcatheter and enterprise were removed as a unit. After removal from the patient, no damages were noticed with either device. The target site was the distal (ica) internal carotid artery that was normal. No further information was available.

Manufacturer narrative:
Additional information wil be submitted within 30 days of receipt.

Manufacturer narrative:
The enterprise stent was pre-deployed in the hub of the prowler select plus microcatheter. It was reported that during insertion, the tuohy or y connector was closed to secure the enterprise introducer and prevent movement, and the enterprise introducer was completely seated in the microcatheter hub. A constant flush was maintained at all times through all the systems. It initially reported that the stent was removed from the hub with the microcatheter remaining at the target site. However, with additional investigation, it was reported that another prowler select plus microcatheter was used to complete the procedure. A guidewire was not inserted through the first prowler in order to maintain target site. Instead, the microcatheter and enterprise were removed as a unit. After removal from the patient, no damages were noticed with either device. The target site was a wide necked aneurysm in the normal distal (ica) internal carotid artery. No further information was available. A review of the manufacturing documentation associated with this prowler select microcatheter lot presented no issues during the manufacturing process that can be related to the reported complaint. A non-sterile prowler select microcatheter was received coiled inside of a plastic bag. The device was inspected and compressed/flattened sections were observed in the distal end. The hub was inspected and no anomalies were found. The ID of the microcatheter was measured and was found within specification. No obstructions were noted inside of hub when it was inspected under microscope. The received microcatheter was flushed using a lab sample syringe; after that an enterprise cordis lab sample was inserted in the microcatheter. It advance smoothly through the microcatheter; however it was stuck on the flatten section (at the distal end); it could not come out of the distal tip of the microcatheter. The enterprise was removed without any anomaly. The received enterprise introducer tube was seated into the returned microcatheter; it was inspected under a microscope and no gaps between the introducer and microcatheter were noted. The cause of the resistance found during the investigation was the compressed/flattened section located on the distal end of the microcatheter's body; however this anomaly was not related to the reported event by the customer. The cause of the compressed/flattened sections found on the distal body could not be conclusively determined; however, they may be related to post procedure handling with no indication of a relationship to the manufacturing process based on the analysis and device history records. Inspections are in place to prevent these kinds of damages leaving from the facility. The reported inability to insert an enterprise into the hub of the returned microcatheter was not confirmed with functional testing of the microcatheter. In addition, there was no discrepancy with seating of the returned enterprise introducer into the hub of the microcatheter. There is no indication of any manufacturing or microcatheter device performance issues related to the report that the enterprise vrd deployed in the hub. In addition, the returned enterprise system did not present any indication of manufacturing defect or anomaly that could have contributed to the event as reported. The report of premature deployment of the enterprise in the microcatheter hub reported by the customer was confirmed based on the receipt of the enterprise stent deployed. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc. Although it was reported that the enterprise introducer was fully seated and secured in the microcatheter hub, it is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. Based on the analysis of the returned devices it appears that procedural factors related to the introduction process contributed to the event with no indication of any manufacturing related issues. Therefore, no corrective actions will be taken at this time.